Event description:
It was reported that during procedure midas tip broke into 2 pieces, flew out of at10 attachment, hit the fellow and then ripped through the drape. It was also reported that there was no injury to patient or fellow. Additional information regarding the event was being followed up with facility.

Manufacturer narrative:
H3 product analysis: no conclusion can be drawn as the device is not yet returned to the manufacturer for evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: at10 s/n; unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On further followup it was reported that the devices were discarded by the customer.

Manufacturer narrative:
H3 product analysis: no evaluation will be performed as the devices were discarded by the customer. Details of correction: h5 changed from "no" to "yes" medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.